Event description:
The customer reported on (B)(6) 2013 he activated a new pod and his blood glucose, carbohydrate intake and insulin history is as follows: bg results: 469 mg/dl, carbohydrate: 29 grams and a yogurt, bolus: 5.0u (several manual injections). There were no exact times provided. The pod started to alarm while he was at work. He was able to activate a new pod and his bg level returned to normal.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. The reported hazard alarm is a safety feature not considered a malfunction. Lot qualification records were reviewed, and the product lot met all acceptance criteria.